Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable root cause of the foreign objects coming out of the distal end could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates there were foreign objects coming out of the distal end. There was no patient involvement.